Event description:
It was reported that the patient connector head light remained orange during the attempted interrogation of the implantable cardiac monitor (icm) with the diagnostic mobile programmer application after 30 minutes of testing. It was noted that an attempt was made to install the my carelink heart application that was unsuccessful and an alarm was displayed. It was further noted that a legacy programmer was used during the implantation. It was further noted that the icm may have experienced premature battery depletion. The icm remains in the patient. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.